Event description:
The customer alleged that the ventilator failed to alarm in apnea mode while in control ventilation. The nellcor puritan-bennett technical support engineer explained to the customer that in control ventilation the vent will keep ventilating if the pt's heart stops beating. It is not verified that there was a vent malfunction, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.